Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation. No adverse patient effects were reported.